Manufacturer narrative:
Blank display due to corroded battery tube. Unable to verify battery runs out anomaly or perform the operating currents measurement, self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to blank display anomaly. Pump had cracked case at display window corner, battery tube threads and broken belt clip slot. (B)(4) . The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. It was mentioned that there were cracks at the battery compartment and battery runs out quickly. Blood glucose level was 221 mg/dl at the time of the incident. The insulin pump was returned for analysis.